Manufacturer narrative:
A followup report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is experiencing a defibrillation related error. It was reported that the failure was observed while in use on a patient. It was reported that there was no adverse patient impact.